Manufacturer narrative:
The returned ipg sc-1110-02 (B)(4) and leads sc-2218-70 (B)(4) were analyzed and no anomalies were found. Sc-4316 (B)(4): device evaluation indicated that one of the clik anchors had a damaged eyelet with missing silicon material.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the missing silicone was removed from the patient's body.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient had frequent ipg charging. The patient underwent an ipg replacement procedure.